Manufacturer narrative:
The manufacturer previously reported the 510k number as k010263. After further review, it was determined that the 510k number should have been k041010. The manufacturer has updated section g in this report.

Event description:
The manufacturer received information from uno legal litigation in reference to a remstar auto m series with an allegation of kidney cancer. There was no report of medical intervention. This device is not part of the recall. The device has not been returned to the manufacturer for investigation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.